Manufacturer narrative:
A bci field service engineer (fse) relocated the probe to an alternate position. A clear root cause has not been identified.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a dripping reagent probe on the (B)(4) automated microplate system. No patients were involved with this event.